Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 130 mg/dl. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.